Event description:
It was reported that during coil delivery, resistance was encountered. Upon removal, the coil detached. No patient injury reported.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The tack weld on the pusher assembly was found broken. The broken tack weld likely caused the coil to detach. (B)(4).